Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump got a failed battery test. Customer¿s blood glucose level was 500 mg/dl. The current blood glucose level was 334 mg/dl. Customer stated that they did not receive weak battery alert after inserting current battery. Customer also stated that the insulin pump got a blank display and the display was return after inserting new battery cap. The product will not return for the analysis.